Manufacturer narrative:
The lead was surgically abandoned, and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. Threshold evaluation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
Customer reported this right atrial (ra) lead exhibited high pacing threshold measurements (the customer reported no measurements were indicated). This ra lead was surgically abandoned. No adverse patient effects reported. The lead was actively implanted for approx. 14 years, 1 month.